Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating this device was successfully explanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Microscopic visual inspection identified an arc mark on the device case. The device was interrogated and found to have been operating in safety core mode and had subsequently reverted to factory mode, in which no therapy was available. The device was programmed out of storage mode and memory was reviewed. The programmer displayed a warning message that a shorted lead had been detected. Review of device memory found an episode in which a 1.1 joule shock was delivered with a 30 ohms shock impedance measurement. Then, a 41 joule shock was delivered which resulted in a shock impedance measurement of less than 20 ohms, indicating a shorted lead condition. Subsequent to the shorted lead indicator, the ICD recorded three faults which resulted in the reversion to safety core. An x-ray of the device revealed that the internal high voltage fuse was blown. The damage to the fuse most likely occurred during the 41 joule shock that resulted in the shorted shock lead message. The damage to the high voltage fuse then prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. The damage to the device likely also resulted in the three faults which precipitated reversion to safety core.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room after receiving two shocks. Upon interrogation, the device was found in safety core and a message indicating a charge fault had been detected was observed. Additionally, a message indicating tachy therapy was not available was also observed. It was reported that noise was chronically observed on the shock channel. Device replacement and lead assessment were recommended. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating a device replacement procedure was scheduled, but has not yet taken place. Should additional information become available this report will be updated.